Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one(1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Erroneous results can not be determined from the photograph provided. Additionally, one hundred(100) retention samples from bd inventory were evaluated by visual examination and the issue of oil gel globules was not observed. Further clinical testing could not be conducted on erroneous results as bd clinical laboratories are unable to test for hcg under current guidelines. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. This complaint has not been confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes the user had irregular patient troponin results between the duplicates ran. In addition, the tubes contained oil gel globules. There were five (5) tubes affected. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes the user had irregular patient troponin results between the duplicates ran. In addition, the tubes contained oil gel globules. There were five (5) tubes affected. No health impact or consequence reported.